Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A batch review has been performed and there have been no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured. The event occurred during filling. The device was filled with buprenorphine hydrochloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.